Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 45 mg/dl. Customer blood glucose reading on (B)(6) 2017 was 160-187 mg/dl, the insulin was not coming out. After the bleeding stopped on the set, blood glucose reading was 54 mg/dl. Customer took a tablet than his blood glucose reading was 45 mg/dl. Additionally, he took four more tablets, his blood glucose reading was 168 mg/dl. Customer declined troubleshooting for low blood glucose reading. Insulin pump will not be returning for analysis.